Manufacturer narrative:
Date sent to the FDA: 02/16/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted he discovered adhesions as well as hemorrhage along the serosal surface. When the bowel was opened, mesh was identified within the fibrovascular adhesions along the serosal surface. Another section of the bowel contained mesh, where erosion and ulceration were also present. He also found acute and chronic inflammation. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.